Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was unable to confirm the customer comments that the external pulse generator (epg) failed to power on, the epg powered up as normal and passed incoming tests. Analysis also noted that the battery drawer shorting was contaminated, the output connector assembly was broken, the hanger assembly was broken, the lower case was cracked at boss, the battery wire insulation was pinched (insulation not compromised), the display wire was pinched (insulation not comprised and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) failed to power on and required text and calibration. The epg was returned for service. There was no patient involvement. The epg subsequently tested out-of-specification during manufacturers analysis.